Event description:
It was reported that the cot was dropped resulting in an unspecified patient injury.

Manufacturer narrative:
The completed investigation identified that the cot drop was a result of use error and that no injury occurred as a result. B1, the b5 summary, and the section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the cot was dropped. Further investigation identified that the drop was the result of use error.